Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump delivered a zero bolus while the pump was locked and there were extra bolus records in the pump history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/03/2017 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. The pump¿s history showed a 0.00 unit bolus delivered on (B)(6) 2017 from the meter; no meter was returned with the pump. The pump was paired with a test meter for testing purposes. The pump was then placed in lock mode and exercised for a 24 hour duration period. No 0.00 unit boluses or un-programmed boluses were recorded in the pump history during this time. The pump was unlocked with no issues. There were no hypersensitive or stuck keys observed on the keypad therefore initial complaint was not duplicated during investigation. (B)(4).